Event description:
It was reported that during implant the right atrial lead exhibited loss of capture, loss of sensing, low p-wave amplitude, and the helix was unable to extend. The physician elected to complete the procedure with a different lead. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, p-wave amplitude variation and helix mechanism issue were confirmed. A complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil to be over-torqued inside the connector region consistent with procedural damage. After cleaning and cutting the lead, the helix could be extended and retracted by applying torqued directly to the inner coil. The full helix extension length was measured to be within specification. Electrical testing found shorting between conductor paths due to over-torqued inner coil inside the connector region. The cause of the reported events was isolated to the over-torqued inner coil and helix being clogged with blood.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.